Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to implant loosening.

Manufacturer narrative:
Correction - h6 (results code). The reported event could be confirmed, since CT scan shows little radiolucence adjacent to the tibial component. The component has also a larger adjacent cyst posteriorly. This can be interpreted as a sign of loosening. For the talar component there is some radiolucence mainly at the anterior aspect. There are no relevant cysts. Loosening is not so clearly visible but is possible with the given images in the CT scan. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows little radiolucence adjacent to the tibial component. The component has also a larger adjacent cyst posteriorly. This can be interpreted as a sign of loosening. For the talar component there is some radiolucence mainly at the anterior aspect. There are no relevant cysts. Loosening is not so clearly visible, but is possible with the given images in the CT scan. The underlying cause for the tibial and talar loosening is not clear, it could be patient related due to poor bone substance. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e., poor bone substance but more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to implant loosening.